Event description:
It was reported that the implantable pulse generator (ipg) battery reached elective replacement indicator (eri) faster than expected. It was further reported that the right atrial (ra) lead thresholds had risen over time and that impedance had dropped into the low range. The ipg was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.